Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided). A manual injection was administered to address bg. A cartridge change was performed resolving the issue.